Event description:
The pt received two leads with the same lot number. It was reported the pt was experiencing painful stimulation from one of her leads (off-label use). The physician repositioned the lead on (B)(6) 2012, and it was reported the issue had resolved due to the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.